Manufacturer narrative:
The product was returned for evaluation. The pod was found to function as intended with no evidence of any damage or manufacturing deficiencies that would cause the delivery of insulin or late deployment of needle mechanism. Release records were reviewed and the product met all acceptance criteria. The omnipod user guide warns "check the infusion site after insertion to ensure that the cannula was properly inserted. The pdm will automatically remind you to check your blood glucose 1.5 hours after each pod change. If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, which may indicate the cannula has dislodged," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The customer reported that her blood glucose reached 345 mg/dl after wearing the pod for less than an hour. The customer also reported that she never felt the needle pierce the skin at activation.